Manufacturer narrative:
A visual examination of the returned device noted the clip assembly and yoke returned inside the package. The clip was noted to be fully deployed. The prongs were locked into the capsule. The control wire was separated per design. A kink was also noted in the control wire. The over sheath assembly was not returned. The complaint that the product was expired was confirmed; however, investigation could not confirm reported event of clip failed to release from the catheter due to the clip already being deployed. However, this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon to treat bleeding after a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. It was confirmed that the device was used past its expiration. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon to treat bleeding after a polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. It was confirmed that the device was used past its expiration. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.